Manufacturer narrative:
On 23-jan-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the medical team did not have any signals neither on the ep recording system or carto system. The signal noise occurred across all channels. There was no available ECG (electrocardiogram) signal available: no body surface, no anesthesia monitor, and no defibrillator. They disconnected everything from the piu (patient interface unit) and started connecting things. The medical team changed the ECG (electrocardiogram), cables, and catheter. But the issue persisted. The ECG and cables were changed for a second time but the issue did not resolve. Once the catheter was changed for the second time, the problem was solved. There was an approximate delay of 60 minutes. The procedure was completed without patient consequences. There will be two reports for this event on separate thermocool® smart touch¿ electrophysiology catheters. The issue occurred for the first two devices that were switched out.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). Biosense webster manufacturer's reference number (B)(4) has 2 reports.

Manufacturer narrative:
On 19-feb-2024, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the medical team did not have any signals neither on the ep recording system or carto system. The signal noise occurred across all channels. There was no available ECG (electrocardiogram) signal available: no body surface, no anesthesia monitor, and no defibrillator. They disconnected everything from the piu (patient interface unit) and started connecting things. The medical team changed the ECG (electrocardiogram), cables, and catheter. But the issue persisted. The ECG and cables were changed for a second time but the issue did not resolve. Once the catheter was changed for the second time, the problem was solved. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, electrical, and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed a greenish-white material presumably corrosion in the base of the connector pins. An electrical test was performed, and the results were found out of specifications due to an open circuit in the connector area. Since corrosion was observed, a flow test was performed and no leakage was detected. In addition, the device handle was dissected and no corrosion was observed in the internal components. A manufacturing record evaluation was performed for the finished device 31118554m number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. As no water leakage was observed during the irrigation test, it was concluded that this issue may have occurred after the procedure. The instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) the manufacture report numbers for both reported thermocool® smart touch¿ electrophysiology catheters was mistakenly omitted from the previous report. 1) 2029046-2024-00248. 2) 2029046-2024-00249.